Event description:
During follow-up, the patient was asymptomatic, not pace- maker dependent and in supraventricular tachycardia. The device exhibited high current drain of 97ua. When the atrial amplitude was programmed to 4.0v, current drain was 181ua. When programmed to 3v, measured data showed 1.9v and 1.7v. Current drain remained high after a software download and interrogation. When programmed to vvi, the current drain dropped to 16ua. Monitoring will continue.